Event description:
Kimberly-clark received a report from (B)(6), stating, "the bottom (3 cm) tip of the endotracheal closed suction catheter was found in the patient's lung this had to be removed with a bronchoscope under general anaesthesia."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. A portion of the device was returned to kimberly-clark for analysis. We received a 2.8cm of catheter tubing that appears to have been cut from the distal end. The direction for use warn, "do not trim or cut the endotracheal tube (not supplied) while the kimvent closed suction system is attached, otherwise the kimvent catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.